Event description:
The customer reported that apu3 (assay processing unit) of their alinity m system serial number (sn) (B)(6) was disabled. Technical application specialist (tas) reviewed the log files and revealed that the apu3 was disabled due to error code 7005 (temperature out of range) happening on the elution heaters of extraction unit 3. The error occurred on all three heaters with the second temperature measurement failing to reach the set point, leading to the apu3 being disabled by the instrument. Tas advised customer to cycle power and re-initialize the instrument. Field service engineer (fse) went on site and after troubleshooting. Burn marks were present on the insulation surrounding the middle heater block (melted insulation) and smoke marks present on 2 out of 3 irus still present on the extraction unit. Fse replaced the following parts: pcb, universal extraction unit (56-120008) eluate heater block (56-120012) and assy, lysis heater block, extraction unit (56-120009). There was no report of injury related to the reported event.

Manufacturer narrative:
Investigation into this complaint included an existing data review, a quality data review, service history review and a complaint history review. Investigation is summarized as follows: existing data review: for this unit alinity m system, sn (B)(6), engineering controls in place allowed the overall product design requirements to be met. The overall product as designed, per safety standard iec/en 61010-1, continues to perform as expected, as the burned lysis heater block, eluate heater block, and extraction unit pcb failed safe, was completely contained within the metal enclosure and self-extinguished. Therefore, clause 9 of safety standard iec/en 61010-1, protection against of the spread of fire, was met because the required engineering controls were in place. Quality data review: nonconformance (nc)/corrective action preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to a burned lysis heater block (assy, lysis heater block, extraction unit), pn 56-120009, eluate heater block, pn 56-120012, and extraction unit pcb (pcb, universal extraction unit), pn 56-120008, which had ec 7005 (temperature out of range) on an alinity m system, ln 08n53-02. The query did not find any quality records. Service history review: the service history review for alinity m system (ln 08n53-002, sn 00212) did not find any prior service tickets related to the issue. Complaint history review: a complaint search was performed to identify past complaint tickets related to a burned lysis heater block (assy, lysis heater block, extraction unit), pn 56-120009, eluate heater block, pn 56-120012, and extraction unit pcb (pcb, universal extraction unit), pn 56-120008, which had ec 7005 (temperature out of range) on an alinity m system, ln 08n53-02. The complaint history review did not find any additional complaint tickets related to the reported issue. Complaint trending was reviewed. An adverse trend was not identified for the alinity m system, ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02, assy, lysis heater block, extraction unit, pn 56-120009; eluate heater block, pn 56-120012; and pcb, universal extraction unit, pn 56-120008.